Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most proable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superior mesenteric artery. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced to predilate the lesion. Upon the first inflation for a duration of 10 seconds, the balloon ruptured at 6 atmospheres. The balloon was retrieved intact. Procedure was completed with a different device. No patient complications were reported and the patient's status was good.